Event description:
Continuous alarm

Event description:
The pump was received for evaluation. The evaluation confirmed customer reported issue of ""device alarms when powered on."" During visual inspection, damage was found on ic chip on central unit board volumat us. Unable to download history due to inoperative cpu board caused by mishandling of the pump. Device alarmed when plugged in with the alarm led's lit and the right alert led blinking. Replaced the defective and parts. Performed full configuration and calibration. After repair, device was found to meet specification.

Event description:
Continuous alarm: the pump was received for evaluation. The evaluation confirmed customer reported issue of ""device alarms when powered on."" During visual inspection, damage was found on ic chip on central unit board volumat us. Unable to download history due to inoperative cpu board caused by mishandling of the pump. Device alarmed when plugged in with the alarm led's lit and the right alert led blinking. Replaced the defective and parts. Performed full configuration and calibration. After repair, device was found to meet specification.